Event description:
It was reported that the device was used during a right lobectomy. It was reported by the rep that the staples did not close. They only formed a "u" shape. There was no consequence to the pt.